Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the same day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction was reported. Conservative treatment was performed, and it was reported that the patient was in recovery. The cause of the cerebral infarction was not reported. No additional adverse patient effects were reported.